Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 100 months after the implantation (exact implant date unknown, 2012) the patient was hospitalized due to inappropriate shocks triggered by oversensing. A new rv lead was implanted on (B)(6) 2020.

Manufacturer narrative:
An implant date was added to the complaint. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.